Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
It was reported that the healthcare professional (hcp) planned removal of the implantable neurostimulator (ins) due to ¿failure.¿ the reporter noted that the patient told them the implant was made by one manufacturer but the patient¿s chart indicated it was a different manufacturer. The caller did not know why or when the ins failed. Additional information was requested but was not available at the date of this report.